Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was fully functional. In the visual inspection no cable damage was identified. Additional observation not reported by site: the instrument was installed on an in-house system and failed the recognition test. The instrument information found in the rfid could not be detected. The troubleshooting revealed that the rfid was corrupted. Visual inspection of the rfid chip revealed no abnormalities.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.